Event description:
Reporter alleged obtaining a discrepant blood glucose result of 59 mg/dl back to back with a result of 186 mg/dl on the advantage system, when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some dizziness during the time of testing and he was not sure if it was a hypoglycemic or hyperglycemic symptom. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.